Event description:
It was reported that there were 3 occurrences where catheter adapter is cracked with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from japanese to english: the catheter adopter was cracked. The issue occurred 3 times.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8213770; the lot number was built on afa line 6 from 08aug18 thru 13aug18. Packaged on packaging line 9 and 11from 14aug18 through 13sept18 for a quantity of 257,010 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion: indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3 occurrences where catheter adapter is cracked with a bd insyte ag bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter adopter was cracked. The issue occurred 3 times.